Manufacturer narrative:
On may 31, 2023, mentor became aware that incorrect information was inadvertently submitted in the initial report. The complaint device previously reported was the left-sided replacement device which was implanted on (B)(6) 2020. The identity of the complaint device was never received. As such, the brand name and catalog were updated to unknown gel implants. In addition, the previously reported date of event was incorrect as it was after the explant date of the complaint device. Per information received, the patient had a consultation with a medical professional with concerns of her left breast on (B)(6) 2020. As such, the date of event was updated to march 05, 2020. Manufacturer¿s reference number: (B)(4) in the initial report, b3 date of event, d1 brand name, and d4 catalog, should have been reported as (B)(6) 2020, unknown gel implants, and unk_gel implants, respectively, per information received.

Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The date of implantation was (B)(6) 2019, the date of removal was (B)(6) 2020. The device ¿felt funny¿. The replacement devices were mentor devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 300cc and suffered from a rupture on the left side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.